Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an issue during an implant. The system controller worked fine with priming, but the ventricular assist device could not be started after implant. All the connections were checked, but the site had to perform a system controller exchange.

Event description:
It was additionally reported that the controller exchange resolved the issue, and that the patient did not experience any adverse events as a consequence of the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being unable to operate the pump after implant was confirmed. A log file was extracted from the returned system controller (serial number (B)(6) ) upon arrival. The controller was powered on during a period where the clock was not set, indicated by the timestamp 01jan2000. The fixed speed and low speed limit were set to 3000 and 5000 rpm respectively, and the speed ramped up to match the fixed speed for several minutes before the controller was shut down, consistent with the information that the controller functioned as intended during the priming procedure. The controller was observed to have been powered back on approximately 1 hour later. At this time, a controller fault alarm was active correlating to both of the controller¿s fuses, fuse a and fuse b, being damaged. Throughout the following data, the patient¿s fixed speed settings were observed to change, and the controller was power cycled; however, the pump did not start throughout the remainder of the data, and the controller fault became active again after the controller was power cycled. The returned system controller was functionally tested alongside known working test equipment, and the mock loop was unable to start with the controller in use. A controller fault alarm also became active upon connecting the controller to power. The controller was opened and inspected at a component level, and the controller appeared unremarkable. The controller¿s fuses on its main printed circuit board were measured and were found to be electrically damaged, consistent with the data observed in the log file. The controller¿s fuses, bulkhead assembly, driveline connector, and all associated wires were thoroughly inspected, and a cause for the fuses becoming damaged was not observed. Both fuses were replaced with new components, resolving all issues. Then, the controller was functionally tested and performed as intended while operating a mock loop with no atypical alarms. The root cause of the reported event was determined to be the controller¿s fuses becoming damaged sometime in between the priming procedure and after the patient¿s implant; however, the root cause of how this damage occurred was unable to be conclusively determined. Review of the device history record for system controller, serial number hsc-137613, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.